Event description:
Complainant alleged that while attempting to defibrillate a patient (age & gender unknown), the device took an extended time to charge energy and then internally dumped the energy after charging up to defibrillate the patient. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical united kingdom for evaluation. The customer's report of "long defib charge time" was not replicated or confirmed. The device was put through extensive testing without duplicating the report. Review of the device log found no evidence of the report. The customer's report of "the device internally dumped the charge" was observed during initial testing but very intermittently. Trouble-shooting efforts were unable to localize a suspect component in the device during disassembly. A review of the device log confirms the energy was consistently dumped due to a cable fault message. This message appears when the multifunction cable (mfc) is disconnected or looses contact with the device. The device receptacle was replaced as a precaution and the customer's returned mfc was scrapped after evaluation. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device's internally dumped the energy after charging up to defibrillate the patient and took an extended time to charge energy. Complainant did not indicate that there was any patient involvement in the reported malfunction.